Event description:
Per the clinic the device was explanted on (B)(6) 2024, due to improper placement of the electrode array, resulting in receiving no benefit. The patient was reimplanted with another cochlear device during the same surgery.